Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, fluid loss was identified due to a crack in the pump connector. The cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, fluid loss was identified due to a crack in the pump connector. The cause for the crack was not detailed by the facility. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues caused by fluid loss due to a crack in the pump connector could not be confirmed through product analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this pump was thoroughly analyzed. Inspection of the pump tubing could not be conducted as it had been cut down to the pump block and not returned for analysis. Upon functional testing of the component, the pump passed all the tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.